Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file. The modular cable (lot number: 7641658) was returned for analysis a log file was submitted for review as well as downloaded for review from the returned system controller. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2021 per time stamp). Events captured on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 13:50:57 pwr_a_broken fault activated. This fault continued to activate intermittently and at 13:51:01, driveline power fault alarms activated. These alarms remained active until the driveline was disconnected for a system controller exchange on (B)(6) 2021 at 16:59:27. There were no other notable alarms active in the log file. Pump operation was not affected. The modular cable was connected to the modular (104285) v4 test and functioned as intended. The modular cable was connected to a system monitor, power module, mock loop, and the returned and associated system controller. The modular cable was manipulated and functioned as intended. The reported alarms were unable to be reproduced during the investigation. The fluid residue noted in the inline connector did not affect functionality and this could not be correlated to the reported alarms. Additional provided information communicated on (B)(6) 2021 stated that the patient dropped their controller before 14:00 on (B)(6) 2021. It was also reported that the modular connection looked and felt cruddy upon mod cable exchange. It was noted that some residue may have fallen out as she performed exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 7641658) and the modular cable was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section entitled ¿equipment storage and care¿ and heartmate iii patient handbook section entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was communicated from the site that they did not know the cause of the clock invalid event, but the patient was not symptomatic and there were no adverse impact to the patient.

Manufacturer narrative:
Section h6 medical device problem code: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file. The modular cable (lot number: 201693) was returned for analysis a log file was submitted for review as well as downloaded for review from the returned system controller. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2021 per time stamp). Events captured on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 13:50:57 pwr_a_broken fault activated. This fault continued to activate intermittently and at 13:51:01, driveline power fault alarms activated. These alarms remained active until the driveline was disconnected for a system controller exchange on (B)(6) 2021 at 16:59:27. There were no other notable alarms active in the log file. Pump operation was not affected. The modular cable was connected to the modular (104285) v4 test and functioned as intended. The modular cable was connected to a system monitor, power module, mock loop, and the returned and associated system controller. The modular cable was manipulated and functioned as intended. The reported alarms were unable to be reproduced during the investigation. The fluid residue noted in the inline connector did not affect functionality and this could not be correlated to the reported alarms. Additional provided information communicated on 08oct2021 stated that the patient dropped their controller before 14:00 on (B)(6) 2021. It was also reported that the modular connection looked and felt cruddy upon mod cable exchange. It was noted that some residue may have fallen out as she performed exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 201693) and the modular cable was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 6 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient dropped their system controller and had driveline fault alarms that occur afterward. Log files were sent in for review and technical services reported that they captured the driveline power faults. It was recommended to exchange the modular cable and system controller. The log file also captured the system controller clock was corrupt/ clock invalid events. They reported that those are usually caused by a total loss of power to the system which would also cause a pump stop. During the modular cable exchange, the ventricular assist device coordinator (vc) reported that the modular connection looked and felt "cruddy". The vc also noted that some residue may have fallen out while they performed the exchange. It was communicated that following the exchange, the log file from the new system controller and modular cable showed that the driveline power fault returned. It was communicated on (B)(6) 2021 that a decision was made to clear/silence the activated alarms and to send the patient home with instructions to call if the alarms returned. Related manufacturer reference number: 2916596-2021-05960.